Event description:
It was reported that the ventilator had a battery failure when powered on. The ventilator was not in use on a patient at the time of the event. The event date was not specified, estimate used.